Event description:
(B)(4). Since I had essure put into my body, I have had the following problems. Some problems are getting worse. Severe pelvic pain, weight gain, heavy/severely painful periods which required several d and c's, urinary incontinence, diabetes, gall bladder removal, fibromyalgia, unexplained pain all over my body, fibroids, increased allergies, weakness, tiredness, debilitating migraines/headaches, problems concentrating, eye problems, unexplained infections, continues yeast infections and uti's. At (B)(6), I am in menopause and scheduled for a hysterectomy in (B)(6) because despite the fact that I no longer have periods, I have pain. These are just a few of the problems I have experienced since having essure implanted. I do have other problems as well but since I don't have my medical records right in front of me, I am unable to think of the other diagnoses I've been given.